Event description:
Patient arrived for cardiac cath. A french slender was placed in the left radial artery; micro puncture catheter was used to cannulate the left antecubital vein into the left brachial. Upon placement of the slender 6 french sheath into the antecubital vein, the sheath kinked the wire in the subcu and broke just below the skin. Sheaths were removed and hemostasis achieved. After consent was obtained from the patient, the physician prepared the right femoral vein to perform right heart catheterization and snare the 014 wire in the left brachial vein. Using a 10mm snare successfully, the doctor retrieved the wire and performed a right heart catheterization. Sheaths were removed with a mynx device with good hemostasis. Ref MFR report: 2024168-2017-01288.